Event description:
This IV lead was implanted on (B)(6) 2010 and explanted on (B)(6) 2012 for an unknown elective replacement procedure. The procedure took place at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).